Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The insulin pump will not be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, hyperglycemia with the blood glucose value of 400 mg/dl and was treated with hospitalization: overnight stay, intravenous insulin drip (intravenous insulin infusion). The customer also experienced headache, fatigue, blurred vision, vomiting, elevated ketones/diabetic ketoacidosis and was treated with hospitalization: overnight stay. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of reported event. Customer was using the auto mode/smartguard feature active at time of event. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08690 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 19.85 u and dailytotalofbolusinsulindelivered = 107.2 u which is equal to the dailytotalofallinsulindelivered = 127.05 u. All bolus/basal were delivered in auto mode/manual mode. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 23:37:00.000 insert battery alarm was found on: (B)(6) 2025 23:38:18.000 (B)(6) 2025 23:38:50.000 (B)(6) 2025 23:39:13.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 12:15:57.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. No delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 and (B)(6) 2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Sensor error alert (801) was found on: (B)(6) 2025 03:16:19.000, (B)(6) 2025 03:26:00.000 (B)(6) 2025 05:16:11.000 (B)(6) 2025 23:16:13.000, (B)(6) 2025 23:46:22.000 (B)(6) 2025 00:21:13.000 lost sensor 1 alert (780) was found on: (B)(6) 2025 08:47:00.000 (B)(6) 2025 08:57:00.000 lost sensor 2 alert (781) was found on: (B)(6) 2025 10:00:00.000 (B)(6) 2025 10:10:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.94 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.